Event description:
It was reported that during a stent procedure, a dissection occurred. After deploying the multi-link stent it was noted that there was a dissection distal to the stent. Therefore, it was decided to place an add'l multi-link stent through the already deployed stent. The stent delivery system was unable to cross, and was removed. No further info was available.